Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user indicated that the drawer was not recognizing the medication inside the cubie. The customer was filling the station with new medication when the system unexpectedly shut down. After rebooting and returning to the home page, attempts to complete and correct the count failed because the drawer did not detect the medication. The customer tried to release the bin without success and performed multiple inventory counts, but the specific cubie still did not register the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not recognized in the drawer. A technical support specialist dialed into the enterprise server (es) and logged into patient encounter system (pes). The tss checked the medication inventory view, and ran a loaded space query, which also returned no results for the same medication identity on station, attempted to call the customer, but there was no answer. The tss then requesting the cubie pocket name and asked if they could pend a new item for the station, providing steps for reference. After checking the es server, the tss confirmed that med ID 41233271 was already pended for the station. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user indicated that the drawer was not recognizing the medication inside the cubie. The customer was filling the station with new medication when the system unexpectedly shut down. After rebooting and returning to the home page, attempts to complete and correct the count failed because the drawer did not detect the medication. The customer tried to release the bin without success and performed multiple inventory counts, but the specific cubie still did not register the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.